Manufacturer narrative:
(B)(4): the device was not returned for evaluation but a device history review was obtained for lot number 83747. All devices passed sample quality inspection. There were no ncr's or deviations associated with this lot. There is nothing in the device history record that would indicate that the devices were released with any non-conformance's that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2018 the during a laam procedure on (B)(6) 2018 the customer opened a ach235 atriclip (packaging read) but on the handle of the device is said it was a 40. The clip was used and the handle was discarded. The surgeon stated that the clip itself looked like a 35. No patient impact reported.